Event description:
Boston scientific received information that this patient apparently collapsed outside of a hospital setting and passed away. The medical examiner requested a device check. When the field representative arrived and checked the device, the device was in safety mode with a charge fault message and the device was not capable of delivering tachy therapy. It was noted that the autopsy had not yet been performed but the field representative did see a "y" incision on the patient's chest and wondered if the patient could have been exposed to cautery recently. Boston scientific technical services (ts) was consulted and noted that exposure to cautery could cause the device to go into safety mode. Additional information was obtained from the field representative that the "y" incision was made by scalpel at the medical examiners (me), as they were going to proceed with the autopsy however decided to wait. The field representative did note it was possible the lead may have been damaged during the me making the incision. No electrocautery was used, but the me office did state the patient may have received cardioversion in the ambulance.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Additional information was obtained through the field representative that the patient's family requested the device not be returned to boston scientific at this time. The physician will maintain possession of the device. As the device will not be returned, no analysis can be performed. This investigation will be updated should further information be provided.